Event description:
A power-on-reset (por) condition was reported. The patient programmer displayed a "call your doctor" icon and stimulation was not able to be adjusted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60 lot# v115915019 implanted (B)(6) 2009 explanted unk; recharger 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).